Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, post-operative, that the implantable cardiac monitor (icm) detected a false pause and exhibited loss of contact. The device is still in use. No patient complications have been reported as a result of this event.